Event description:
The hospital reported that during a coronary artery bypass procedure, the aortic cutter on the hs iii did not capture a piece of the aorta. The hosp did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported prod lot number., there was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).